Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was found to be in backup vvi mode. Device download was performed successfully and device was programmed to nominal settings. Patient was stable.